Event description:
It was reported that the pump experienced a malfunction after pump got wet. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to a backup insulin pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.